Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 32 to 55 mg/dl at the time of the incident. The customer was at 70 mg/dl at the time of the call. The customer was given juice and food to treat. The customer experienced symptoms such as incoherence and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer stated their sensor failed the night of the low and they had sensor glucose versus blood glucose differences, as well as calibration errors. The customer is a brittle diabetic and needs sensors. The sensor will be returned for analysis.